Event description:
It was reported that the insulin gauge was inaccurate and static. There was no reported adverse effect to the customer's blood glucose level. The fill estimate normalized and no cartridge change was needed. It was reported that resistance was experienced when filling the cartridge with insulin. The customer was able to successfully fill the existing cartridge with the original needle. Customer¿s blood glucose level was 171 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.